Event description:
An aneurx bifurcated stent graft system was implanted in a patient for treatment of a 10 cm abdominal aortic aneurysm. Vessel morphology at the time of implant unknown. It was reported that approximately at the 2 months follow up appointment that the aneurysm had shrunk to 8.8 cm and there was a type ii endoleak. It was reported that the patient was seen approximately 16 months post stent graft implant and the aneurysm was still enlarging due to the type ii endoleak. The physician performed a coil embolization however, the type ii endoleak did not resolve. The physician elected to remove the stent graft and the patient was successfully converted to an open surgical repair. Medtronic has received the stent graft and the analysis is pending. No additional clinical sequelae were reported and the patient is stable.